Event description:
It was reported that the device was stuck during removal. The target lesion was located in the non-calcified and tortuous internal iliac artery. A 90cm rubicon 35 guide catheter was selected for use. During the procedure, when the device was tried to be pulled back and taken out of the patient's body, it was noted that it got stuck and kinked at the distal end near the ro marker. The physician was able to pull the whole catheter out and the procedure was completed with a new catheter. No patient complications were reported.